Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had been seen for a six month follow up with no symptoms. An interrogation showed intermittent non-capture at high outputs on the left ventricular lead. A chest x-ray at that time confirmed that the lead had dislodged. It was also noted that a review of the patient's record indicated that the patient had been admitted approximately four months prior with chest pain. An x-ray at that time showed the left ventricular lead dislodgement.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged and was replaced. No patient complications have been reported as a result of this event.